Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's stimulation was turning off and had been happening since revision surgery 2 months ago. The pt had come to the physician's office multiple times for reprogramming and stated that her device was still turning off. Impedance check and a review of how to use the programmer was performed with the pt. The pt understands how to use the programmer and noted that she did not touch the controller - it just turns off on its own. The physician planned to replace the neurostimulator and believed the issue was with the device and not with the pt. A follow-up report will be sent if additional information becomes available.